Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of the event: (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the stimulator was not working the way it should. Patient further stated when they first got their stimulator, they would turn patient programmer (pp) on would and put the antenna over implant and would just adjust up or down but now every time they turned pp on, screen showed the button on the side had turned it off; it was confirmed patient meant seeing the sync screen which never happened before. Patient further stated this just started happening within the last month or so and further explained that because it had been doing that, they had not been having good stimulation with it. It was reviewed that it was not a requirement to feel stimulation for therapy to work. It was reviewed that the body may get adjusted to stimulation and that overtime, patient may not feel stimulation. It was also reviewed that it takes a while for body to get adjusted to settings after making adjustments. The patient services specialist verified picture the patient saw on pp screen when they pressed the programmer on/off button and patient confirmed the sync screen. Patient stated sync screen never came on pp screen before and now when they turned programmer screen on using pp on/off button, sync screen came up. It was reviewed that pp was designed so that sync screen shows up when pp on/off button was pressed. Patient confirmed that they never used to press the pp on/off button before syncing but always pressed the sync button directly. It was reviewed that it was normal and because patient never used the pp on/off button, that's why they never saw the sync screen. It was reviewed and patient was able to get to therapy screen, patient also confirmed they were able to normally get to therapy screen. Patient asked how many program their device has. It was reviewed pp had the ability to holding 4 programs. Patient then noted that they were getting concerned because they just moved it up to program 3 and it was just not working for their symptoms the way it should. Therapy expectations were reviewed and when patient may consider making adjustments. Patient stated that they increased stimulation every couple of weeks. It was reviewed to further discuss with health care provider (hcp) about changing programs if patient had tried all programs and still not helping. Patient synced with the programmer and it showed that stimulation was on. Patient stated that they had already tried to increase stimulation. Patient confirmed they were on p3 at 4.7v. No further patient complications were reported as a result of this event.